Event description:
It was reported during service at manufacturer facility that the device has damaged cord and the bare copper wires are exposed. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, cable is damaged, was duplicated; it was confirmed the device cable was cut with exposed copper wires by the service technician through visual inspection. Cut cables can be the result of handling. The device was not repairable and was scrapped.